Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that when the refill was put in, the blade would not move to cut. There was no consequence to the pt.